Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to interference with some hard or sharp object, scratching, catching, stabbing, or bumping. The user may be able to reduce/prevent the occurrence of the event by following the instructions for use (IFU) below: the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. ¦ inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. It is suggested that the user facility review the method of device handling according to the IFU. It is further suggested that the user facility continue to conduct pre-use inspections and periodic inspections of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the deflectable videoscope objective lens had adhesive peeling. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.